Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer removed an o-ring from the pneumatic tap, cleaned the area, and successfully reloaded the cartridge, allowing the resumption of insulin therapy.